Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (15 mg/ml at 5 mg/day) and bupivacaine (15 mg/ml at 5 mg/day) via an implantable pump for unknown indications. It was reported that the patient stated they had persistent discomfort at the pump pocket site since their device was replaced on (B)(6) 2025. The rep reported that the patient was taken to the operating room (or) for a planned pump pocket revision. The hcp began by opening up the existing pump pocket and dissecting down to the existing pump and proximal segment. He removed the pump from the pocket and dissected out the full length of the proximal segment. He dissected the tissue immediately superior to the pump so that the pump would lie deeper within the pocket. A catheter aspiration was performed from the catheter access port (cap) with positive return of cerebrospinal fluid (csf). The pump was placed back within the pump pocket and incisions were irrigated and closed.  A cap priming bolus was programmed per the hcp order to re-prime the catheter and resume previous infusion. The issue was resolved at the time of this report.